Event description:
This 55-year-old female underwent bam with silicone gel breast implants in 1977. As the procedure was performed at another facility, this reporting facility does not have access to the device identifiers. The pt complains of severe joint pain, depression, fatigue, panic attacks, and breast lumps, therefore, chooses to have the implants removed. Gross exam: both implants are ruptured and exude gelatinous and tenacious material. Both capsules are fibrous with marked foamy macrophage and foreign body giants cell reaction associated with foreign material.